Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that cytostatic drug leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. The following information was provided by the initial reporter, translated from spanish to english: "syringes leaking through the bottom of the plunger. When the syringe is used to prepare cytostatic drugs it can be hazard for the personnel, and besides it contaminate the work area". "We have received a confirmation there was no medicament exposure for th health professional".

Event description:
It was reported that cytostatic drug leaked past the bd plastipak¿ concentric luer lock syringe stopper during use. The following information was provided by the initial reporter, translated from spanish to english: "syringes leaking through the bottom of the plunger when the syringe is used to prepare cytostatic drugs it can be hazard for the personnel, and besides it contaminate the work area" "we have received a confirmation there was no medicament exposure for th health professional"

Manufacturer narrative:
H.6. Investigation: five unused samples were returned to our quality engineer for investigation. The product was visually inspected, no damage or molding defect was observed in any of the product that could have resulted in the leak reported, the stopper noted to be properly assembled in all samples. A device history review was performed for the reported lot 1906208, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Leakage testing was performed on the five returned samples, all product met specification and no leaks were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10.